Manufacturer narrative:
Omit : a1601 device alarm system (1012), g0600101 alarm, audible. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there were multiple events when staff were attaching alaris large volume pump modules to the alaris point of care unit and "channel error" messages were received. Nursing staff were not able to recall what was displayed when "channel error" messages were displayed. The large volume pump modules were pulled out of service for patient use. There was patient involvement but no harm.

Event description:
It was reported that there were multiple events when staff were attaching alaris large volume pump modules to the alaris point of care unit and "channel error" messages were received. Nursing staff were not able to recall what was displayed when "channel error" messages were displayed. The large volume pump modules were pulled out of service for patient use. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.